Event description:
It was reported that while using bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes that there was a broke lid/ cap. The following information was provided by the initial reporter: the customer reported that the inner rubber part of the hemogard stopper was cracked and dirty.

Manufacturer narrative:
H.6. Investigation summary: bd received 1 sample and 10 photos for investigation. The photos and customer sample were examined and the customer¿s indicated failure mode for cracked stopper was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked stopper. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on:  01-aug-2023 h3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes that there was a broke lid/ cap. The following information was provided by the initial reporter: the customer reported that the inner rubber part of the hemogard stopper was cracked and dirty.